Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl reconstruction, the tip of the drill broke when over drilling. All broken pieces were removed from the patient and the procedure was completed with back-up device. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the passing pin confirmed the reported shedding. The passing pin is bent roughly mid-point of its length. A major area of abrasion is located at the distal tip proximal to the drill tip. The bending of the passing pin caused it to come in contact with the drill during over drilling. Excessive forces applied to the instrument can result in failure as is evidenced with this return. No root cause related to the manufacture of the device can be established. Device history recorded review was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.